Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon burst while being inflated to its maximum size of 18 mm. It was reported that no piece of the balloon detached inside the patient. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of a balloon burst.